Event description:
As reported by an affiliate, a 2.75 x 23mm cypher select + stent could not pass through the left anterior descending lesion that was described as tortuous, 80% stenosed and calcified. The physician had difficulty removing the stent delivery system (sds) from the pt. When the device was removed, the physician found that the sds was fractured and separated. There was no pt injury. A 3.0 x 23mm cypher was used to complete the procedure. When the device was returned for analysis, it was noted that the device was separated 24cm from the distal end.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Additional info will be submitted within 30 days of receipt.